Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, g4, h2, h3, h6. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Initial op notes demonstrated that the patient had right tha due to severe arthritis. No complications. The patient was not revised. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00875705001 lot 62845697 continuum cluster hold shell 50mm hh, 00885100932 lot 63151179 continuum vivacit e neutral liner hh 32x50, 00877703203 lot 2800658 biolox delta option fem head 32mm x +3.5mm, 00625006535 lot 63125955 bone screw 6.5x35 self tap. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04668 cup, 0001822565 - 2019 - 04671 liner.

Event description:
It was reported by the patient that she underwent right total hip arthroplasty and subsequently two years later the patient has been experiencing pain, swelling, fluid build-up and a poking sensation in her side and buttock. This has been happening since her procedure. Attempts were made to obtain additional information; however, none was available.